Event description:
The MFR received info alleging a ventilator was alarming for low leak. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the customer's complaint was confirmed. The flow sensor assembly was found to have contamination (dust). The contamination was removed to address this issue.